Event description:
Device implanted and got great blood return at implant. Two attempts at dialysis were unsuccessful. Device catheter was replaced the next day. X-ray shows sharp angle which could have caused kink.